Event description:
Customer messaged saaltco on (B)(6) letting us know her iud came out when she removed her cup. On 2/3/2020 customer emailed saalt letting us know more details about what happened. Followed up with additional email asking more questions. She was unsure of whether her iud strings had been trimmed or not. The customer had not consulted with her medical provider about using a cup prior to use. On (B)(6) 2020, customer used cup with iud successfully for 11 months and unsure of if iud strings were trimmed. Confident in continued cup use. On 2/13/2020, customer responded and agreed to replacement cup, saalt sent a replacement saalt soft regular. The device was not returned for evaluation and the customer did not send a photo, stating that, "there isn't anything wrong with it. It looks normal." The reported event is addressed in the labeling. The event is not a new or novel event, and based on the severity of the individual occurrence, no CAPA is required at this time. Additional actions which may include CAPA activity and/or escalation of noted issues will be taken if an outlying trend for an event is noted. The reported event could not be confirmed as the device was not returned for evaluation. The most likely root cause of the reported event could not be conclusively determined. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." "The stem is not a pull tab, do not pull hard on the stem to remove." "Do not pull on the stem." "Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone)." Iud expulsion: "you can use saalt cup with an iud or contraceptive ring, but check with your physician first."